Event description:
It was reported that the patient was having coupling and/or communication issues. The patient reported that after a replacement on (B)(6), 2012 stimulation was not working and he had a complete revision on (B)(6), 2012. He was unable to get good coupling when he charged. The healed wound recommendation before recharging was reviewed and possible decrease or limit in use. The patient had decreased stimulation from 4.0v down to 202v, and the battery was down to about ¼ full. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient received assistance from his physician or manufacturing representative on (B)(6) 2012. It was noted that the patient did not have concerns with his device or therapy.

Event description:
Additional information received reported the patient had received assistance from her doctor or manufacturer's representative and no longer had concerns regarding the device or therapy. It was noted that "two surgeries required, first new device implanted was defective."

Manufacturer narrative:
Product ID 3888-28, lot# l67362, implanted:1999-(B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2006-(B)(6), product type recharger, product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient product ID 3708320, serial# (B)(4), implanted: 2012-(B)(6), product type extension. (B)(4).